Manufacturer narrative:
The company representative performed leak tests and calibrated 8 psi regulator. However, the company representative was unable to duplicate the reported problem of autofill pump error. The company representative was unable to duplicate the reported problem of autofill pump error. The company representative ran the unit with trainer and 40cc balloon and extender. The company representative performed functional and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on patient, the unit generated an "autofill failure" alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.